Manufacturer narrative:
Calibration signals were lower than expected. Qc was acceptable. An "insufficient reagent disc reacted" message was observed during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 19.3 ng/l. The sample was repeated twice with results of 15.8 ng/l and 15.1 ng/l. The result of 15.1 ng/l was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The troponin t hs reagent lot number was 47003401 with an expiration date of 31-jul-2021.